Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s current blood glucose was 300 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin exited. Customer stated that the reason for under delivering was their blood glucose was not came down. Customer also reported that the insulin pump had hardware low level failures. Customer was able to clear the alarm and able to complete insulin pump rewind. The insulin pump passed the self test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.